Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6), 2011. According to the patient, she developed urinary tract and yeast infections post-procedure, and was administered many different types of antibiotics. She also experienced dyspareunia, vaginal discharge, odor, fever, and chills, and returned to the hospital frequently for follow-up visits. Reportedly, the patient visited a second physician, who opined that the advantage sling may have eroded into her vaginal wall, and possibly into her bladder. The patient was scheduled for a CT scan on (B)(6), 2012 (results unknown). All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The reported lot number, m100000197, could not be verified; consequently, the manufacture and expiration dates cannot be determined.